Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed based on the images received. Method & results: device evaluation and results: surgical images of the device were provided. The accolade stem in the image had clear trunnion damage, the trunnion in this case had a rounded appearance. This damage is associated with a loose femoral head, as a result motion between the head and the trunnion of the stem can lead to such material deformation. Medical records received and evaluation: a medical review performed indicted: "as such and unfortunately, root cause of failure cannot be established with the current information. Would need x-rays for component position, lab info on metal ion levels and more medical info." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The patient presented in the ER on (B)(6) 2015 due to the head separating from the stem. The surgeon found that the trunnion had been worn considerably. There was black debris found throughout the entire hip area. Upon removing the poly from the cup, the cup had also dislodged from the bone. All implants had to be removed. New devices were then implanted successfully.

Event description:
The patient presented in the ER on (B)(6) 2015 due to the head separating from the stem. The surgeon found that the trunnion had been worn considerably. There was black debris found throughout the entire hip area. Upon removing the poly from the cup, the cup had also dislodged from the bone. All implants had to be removed. New devices were then implanted successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.